Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-09583. It was further reported that the distal tip, which is distal to guidewire exit port, got detached during procedure and lapjoint detachment might have happened outside the body. Detail information for lapjoint detachment is not available. Telescope shaft was cut and transducer was removed from the catheter. Guidewire and micro catheter were inserted through the device, then, distal tip was removed with using a balloon catheter.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-09583. It was reported that stent damage occurred. The 90% stenosed target lesion is located in the mildly tortuous and moderately calcified middle left anterior descending coronary artery. During a percutaneous coronary intervention (pci), the guidewire exit port of the opticross¿ imaging catheter got stuck with the edge of the deployed promus element¿ plus stent delivery system (sds) which was well opposed to the vessel wall prior to imaging. It was noted that the stent shortened. Rotational movement was used to try to remove the catheter and then imaging catheter separation occurred in the coronary artery. The separated catheter was successfully removed by anchor balloon technique. The shortened stent was treated with balloon inflation. The procedure was completed with another of the same device. No further complications were reported and the patient's status is good.

Event description:
Same case as 2134265-2013-09583. It was reported that stent damage occurred. The 90% stenosed target lesion is located in the mildly tortuous and moderately calcified middle left anterior descending coronary artery. During a percutaneous coronary intervention (pci), the guidewire exit port of the opticross imaging catheter got stuck with the edge of the deployed promus element plus stent delivery system (sds) which was well opposed to the vessel wall prior to imaging. It was noted that the stent shortened. Rotational movement was used to try to remove the catheter and then imaging catheter separation occurred in the coronary artery. The separated catheter was successfully removed by anchor balloon technique. The shortened stent was treated with balloon inflation. The procedure was completed with another of the same device. No further complications were reported and the patient's status is good.